Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset the pump due to lack of charging supplies and was advised to rely on a backup method until they could call back for further assistance with reset procedures.